Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
Customer states: during use, the secretion came out from between the tracheal tube and the connector instead of the suction line tube. The tube was removed and replaced. No patient harm was reported.

Manufacturer narrative:
(B)(4). The sample associated to this report was received and the customer reported issue could not be duplicated.  We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored.